Event description:
The customer reported a falsely elevated creatinine result for one patient sample when using the multigent enzymatic creatinine assay on the architect c16000 processing module. The following data was provided (customer¿s normal ranges for creatinine: man = 64-104 umol/l and female = 49-90 umol/l): initial creatinine result = 1780 umol/l. Repeat creatinine result = 41 umol/l . There was no impact to patient management reported.

Manufacturer narrative:
The architect c16000 processing module, serial number (B)(6), was inspected, and multiple troubleshooting procedures were performed including part replacement, however, a definitive part was not identified as the likely cause for the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of manufacturing data for the architect c16000 did not identify any nonconformances or deviations. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the architect c16000 processing module, serial number (B)(6), was identified. Updated h4 - device mfg date :(B)(6) 2017.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated creatinine result for one patient sample when using the multigent enzymatic creatinine assay on the architect c16000 processing module. The following data was provided (customer¿s normal ranges for creatinine: man = 64-104 umol/l and female = 49-90 umol/l): initial creatinine result = 1780 umol/l repeat creatinine result = 41 umol/l. There was no impact to patient management reported.